Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. No issue was detected with the instrument. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample two (2) additional times on the same access 2 immunoassay system, and obtained lower results within the assay's normal reference range. The elevated accutni+3 result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. Information on the collection and centrifugation of the patient sample was not supplied. No issues with sample integrity were reported by the customer.